Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device stored strips showed possible atrial arrhythmias and the manufactures representative wanted to know how to get more information in case it happened again. The diagnostic electrogram collection was changed to atrial to collect any further atrial arrhythmia in more detail. The device remains in use. No patient complications have been reported as a result of this event.